Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Review of the most recent repair record identified the following related repair: device could not produce a clear reading for the rpm test. Calibration was not in limits when set to the 0 reading. The device did not pass visual inspection. The device needed an aged repair which the customer declined. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that upon inspection the device was found to be in need of repair for unknown reason. The device was sent for preventative maintenance only. Investigation found the rpm reading could not be taken. There was no adverse event reported as a result of this malfunction.